Manufacturer narrative:
A qualified r&d engineer evaluated the system logs based on the customer complaint. It was discovered that the system produced thermistor and current draw errors that indicate the failure was caused by the x8-2t transducer. However, the transducer could not be returned for failure analysis to determine root cause as the customer retained the transducer, declining service and support. No further similar issues have been reported.

Event description:
It was reported during a heart procedure in surgery, the epiq cvx ultrasound produced a 207 error while using the x8-2t transducer and was not available to continue. The procedure was able to be completed after the system was exchanged. There was no patient or user harm associated with this event. Philips has started an investigation for this complaint.